Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan alleging there was an "error 5" message on the display of the one touch ultra link meter. The pt did not mention any symptoms or seeking any medical attention. The pt did not mention taking any action regarding diabetes treatment with regard to the product issue. There was no troubleshooting performed on the issue. This complaint is being reported because the issue was not resolved. The pt did not suffer any injury.